Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device implanted. This event was originally reported on medwatch 2017233-2008-00392, referencing the gore tag thoracic endoprosthesis; however, it was determined that the gore excluder aaa endoprosthesis should have been reported.

Event description:
In 2005, the patient presented with a thoracoabdominal aneurysm with focal dissection, and was implanted with two gore excluder aaa endoprostheses aortic extenders at the level of the diaphragm. Eight months later, the patient was diagnosed with a penetrating ulcer, and proximal extension of the aneurysm dissection and three gore tag thoracic endoprostheses were implanted 2 days later. In 2008, a computed tomography angiography revealed a distal type I endoleak on the distal aortic extender component; however, no endoleaks around the gore tag thoracic endoprostheses were found. Two months later, the patient underwent a surgical conversion, where a portion of the distal gore excluder aaa endoprosthesis aortic extender component was explanted and a hemashield graft was implanted. The patient tolerated the procedure.